Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke on the long stem. Customer's blood glucose level was 71 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and for burrs/hooks and dull needle tip defects, and none were found. The introducer needle passed per specifications. No broken or missing parts were observed during analysis. It could not be confirmed if the customer received the sensor in this condition as it was returned opened and used.